Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device was firing scissored clips. Another device of the same product code and lot was tried and had the same issue. A third device of the same product code but different lot was used to complete the procedure. There were no adverse consequences for the patient.